Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a nodule in the lung and shortness of breath. The patient did report to receive medical intervention and had a CT scan. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on aug 30, 2023, and section h11 should be reported as: the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a nodule in the lung and shortness of breath. The patient did report to receive medical intervention and had a CT scan. The device was returned to the third-party service center for further evaluation. The device was evaluated. During the evaluation, the dust/dirt contamination was observed. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There was one erroe found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Device was scrapped. Sections d8, d9, h2, h3 and h6 has been updated in this report. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.